Event description:
Follow-up information revealed effective therapy has reportedly resumed for the patient and the issue is now resolved.

Event description:
It was reported the patient experienced ineffective stimulation. It was noted the patient's lead had moved left. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was moved up and more midline to cover the patient's back and bilateral hips. Event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.